Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed a faulty usm arm. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical inc. (Isi) has received the replaced usm arm; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. .

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, system displayed error code 319. The user performed a power cycle on the system, but the issue persisted. The user received phone assistance from the technical support engineer (tse). Tse guided the user to disable the universal surgical manipulator (usm)1. The user continued with the procedure with the remaining 3 arms. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the system functionality was checked upon powering the system, and the system powered in without errors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm)1 associated with the customer-reported complaint. The unit was analyzed and was tested on an in-house system where it failed normal mode. The unit was also tested on an in-house testing system where it failed check all boards for the ac and fiber test for the rolling loop. A gold rolling loop fiber assembly was installed to troubleshoot with passing results. The original rolling loop fiber was tangled and damaged in the spar. The guide springs appears to have come loose.